Event description:
On (B)(6) 2023, a consumer called to report a complaint about one of the gum brand toothbrushes. He stated that he had recieved three toothbrushes from his dentist and while using the toothbrushes, the bristles were coming out.